Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient should be 33c, but they are only 30.7c and water temperature (wt) was only 17.6c and was getting a low patient alert in an arctic sun device. Guided to event log and confirmed several alerts 113 (reduced water temp control). Guided to system diagnostics and noted water reservoir 5, system hours were 1925 and pump hours were 35.9c. Drained 500ml from right side drainage ports. Tested device in manual control at 40c. Device struggled to get to 40c (fluctuated 38-39c). Disabled manual control and restarted therapy. If alert 113 persists device would need to go to biomed. If not, complete therapy and send to biomed for a functional check and/or calibration afterwards.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Guided to event log and confirmed several alerts 113 (reduced water temp control). Guided to system diagnostics and noted water reservoir 5, system hours were 1925 and pump hours were 35.9c. Drained 500ml from right side drainage ports. Tested device in manual control at 40c. Device struggled to get to 40c (fluctuated 38-39c). Disabled manual control and restarted therapy. If alert 113 persists device would need to go to biomed. If not, complete therapy and send to biomed for a functional check and/or calibration afterwards. Per follow up information received via task on 07nov2025, spoke with charge nurse who confirmed device was removed from service. Water temperature had problems rising above 35c despite maximum rate set to 40c. Patient was placed on an alternative device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, g. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient should be 33c, but they are only 30.7c and water temperature (wt) was only 17.6c and was getting a low patient alert in an arctic sun device. Guided to event log and confirmed several alerts 113 (reduced water temp control). Guided to system diagnostics and noted water reservoir 5, system hours were 1925 and pump hours were 35.9c. Drained 500ml from right side drainage ports. Tested device in manual control at 40c. Device struggled to get to 40c (fluctuated 38-39c). Disabled manual control and restarted therapy. If alert 113 persists device would need to go to biomed. If not, complete therapy and send to biomed for a functional check and/or calibration afterwards. Per follow up information received via task on 07nov2025, spoke with charge nurse who confirmed device was removed from service. Water temperature had problems rising above 35c despite maximum rate set to 40c. Patient was placed on an alternative device.